Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 54 mg/dl. The customer reported sensor charger quit working last night, changed the battery and it stopped flashing completely. The customer did treat for the low blood glucose level with glucose tablets. The customer did troubleshoot the issue. The customer declined troubleshooting for the low blood glucose level. The insulin pump will not be returned for analysis.